Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "Dr. [ ] was impacting the navigator inserter and the implant broke. The fin broke off in the inserter."

Manufacturer narrative:
Method: device history review; complaint history review; results: upon inspection of the failure it was confirmed that no issue was found with this inserter. The actual nonconforming product is the navigator 12mm x 26mm x 0deg spacer cage; the inserter associated is a concomitant product which was initially reported on. The back rail breakage of the navigator 12mm x 26mm x 0deg spacer was confirmed by sales rep report. The device was not returned because it is still implanted. The manufacturing files could not be reviewed for anomalies that may have contributed to this event because the lot # is unknown. The surgical technique for navigator indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. It is also important to verify that the implant is properly locked to the inserter before insertion. The IFU indicates that selection of the proper implant - including size - is the responsibility of the surgeon. Conclusion: back rail breakages have cited the following user errors as causes: excessive force during insertion/impaction of the cage, oversized implant causing greater force during insertion, inadequate discectomy. It is likely that a combination of the causes led to breakage of the implant in this case.

Event description:
It was reported that .. "Dr. [ ] was impacting the navigator inserter and the implant broke. The fin broke off in the inserter."